Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 mon th follow-up CT showed the presence of a potential type ib endoleak. A re-intervention was performed to place an additional iliac limb stent graft to extend the distal seal successfully resolving the type ib endoleak. As of the date of this report, there have been no additional patient sequelae reported.